Event description:
A report was received that the pt's precision system was explanted due to infection at the pocket site. The pt's symptoms were fever, redness and drainage at pocket site. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.